Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. Blood glucose level at the time of incident was 404 mg/dl and the current blood glucose level was 306 mg/dl. Customer treated high blood glucose with bolus on the insulin pump. Customer was using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.